Event description:
It was reported the patient was unable to set the ipg to MRI mode due to one lead had high impedance and second lead migrated. The issue was confirmed via x-rays. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.